Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test and internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The issue was reported based on available information as it may have underlying causes that may affect essential functions. According to the information provided by the technician, the following parts were detected as faulty: air gas module, control and monitoring printed circuit boards. Defective parts have not been returned for further evaluation. The root cause to the reported issue has not been determined.